Manufacturer narrative:
A2: the exact age of the patient is unknown, but it is known the patient was greater than 55 years of age. B3: the event date was in october 2022, however the exact day is unknown. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported via a post-market clinical follow-up (pmcf) survey, the diego elite was used for a laryngeal procedure for recurrent respiratory papilloma, lesion debulking, polypectomy. The device was used to cut, coagulate, and remove soft tissue and performed adequately. Periprocedural intraoperative blood loss occurred requiring re-hospitalization. The patient made a full recovery to baseline at the time of hospital discharge. The patient had known use of anticoagulants that may have attributed to the intraoperative blood loss. Periprocedural bleeding occurred, and no additional treatment was required. Pain occurred 1 to 24 hours after the procedure and required additional medication. The patient made a full recovery to baseline at the time of hospital discharge.